Event description:
It was reported that the left ventricular (lv) lead became dislodged and was sitting in the right ventricle. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) cardiac resynchronization therapy defibrillator implanted: 2011 (B)(6); product ID 684765 implantable tachy lead implanted: 2011 (B)(6); product ID 507652 implantable pacing lead implanted: 2011 (B)(6). (B)(4).